Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that the laser delivery was insufficient during a laser procedure. The procedure was completed with the same laser. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system but was unable to find any issue related to the system. The company service representative cleaned the customer¿s slit lamp optics. The system was then tested and met all product specifications. The system was manufactured on january 13, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an accumulation of debris on the optics of the customer¿s slit lamp. (B)(4).